Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority representative reported that following an intraocular lens (iol) implantation, the patient's postoperative ward round found corneal edema. The patient was told to rest and cooperate with treatment to alleviate.

Event description:
Additional information was provided indicating that the patient's symptoms resolved in 3-4 days. The lens remains implanted in the patient's eye. The corneal edema occurred three days after the implantation. The medical intervention was hot compresses and an antibiotic eye drop. The doctor reported "it's patient's physical reasons caused the event. Do not think it's the lens".

Manufacturer narrative:
Additional information was provided in b.5. Corrected information was provided in d.6. The manufacturer internal reference number is: (B)(4).